Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: * were there any patient consequences? * what tissue structure was being sutured when the needle broke? This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a microscopic high ligation of spermatic vein procedure on (B)(6) 2025 and a suture was used. After the surgery was completed, the doctor found that the needle broke while suturing the patient. The doctor replaced the suture for the patient, but it broke again. One of the broken needle was found immediately, but the broken part of one needle was not found. The surgical field was searched comprehensively, and x-rays were taken to check if it was in the patient's body. However, it was not successful, and there was a risk of a broken needle in the patient's body. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device, and no non-conformances were identified. Additional information: h6 additional information was requested and the following was obtained: received information as following from sales rep via phone today. After investigation, the patient was a 38-year-old male who underwent microscopic high ligation of the spermatic vein in (B)(6) hospital on (B)(6), 2025. The operator used the suture (w9918) to perform the skin suturing in the way of continuous suturing. The needle broke during the suturing (the specific length of broken end of needle was unknown). The operator immediately visually searched the broken needle and found it. After verifying the product integrity, the operator immediately replaced a new suture of the same lot to continue the suturing. The needle broke again (the specific length of broken end was unknown). The operator immediately gave the patient intraoperative CT examination to assist in finding the broken needle. The surgery was completed routinely. The broken end of the second needle was finally not found. The patient was in a stable condition and no further adverse events were reported.